Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on the bus. The customer stated that the user was able to retrieve medications from the nearby station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a loose row board cable connection to the drawer controller. A field service engineer reseated the cable, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.